Event description:
During servicing of electrode belt which was returned for routine maintenance, it was discovered that the baseline testing failed due to distorted front-to-back and side-to-side signals.